Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
Incident details - the procedure was performed via the left brachial, thru 75 cm 6f sheath. Atherectomy was performed of the left common. The turbohawk device performed well for atherectomy; the turbohawk was difficult to pull back in the sheath. The physician pulled harder and the turbohawk came into the sheath. The physician noted a radiopaque marker still on the wire outside of the sheath. After bringing the device out of the sheath the physician noted the turbohawk nosecone was missing. Upon closer magnified fluoroscopy, the wire appeared looped on the outside of the sheath. The physician inserted a snare to grab the wire distal to where the nosecone was located on the wire. However, the physician was unable to pull the snare and wire into the sheath; everything was removed as a unit from the left brachial and pressure was held. Evaluation of the returned device on april 17, 2015 found the tapered (rotating) tip of the distal tip assembly and the distal flush port were separated from the assembly body.